Event description:
A zimmer tourniquet re-usable cuff was planned for use with the zimmer ats 2000 tourniquet unit reported on MDR# 1526350-2011-00231. The tourniquet cuff was found to be leaking during a pre-application test of the tourniquet cuff. The tourniquet cuff was replaced without delay of procedure start time. The tourniquet cuff was reported to have been noted to be "worn out" by operating room staff, and was discarded by operating room staff. There was no report of harm, injury, or additional surgical intervention, there had been no regional anesthesia injected, and incision had not been made.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.